Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, a few days prior to the call. The customer needed the assistance of the mother, who gave the customer food to raise bg level. A system check was not performed as tandem technical support was not contacted at the time of the reported issue. A recommendation was made for the customer to contact the healthcare provider regarding bg level.